Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or charged her ipg in over a year. The sjm met with the patient and was unable to establish communication between the patient's ipg and external devices. It was also reported the patient's ipg may be inoperable and she desires to have a MRI performed. Subsequently, the patient may undergo surgical intervention as the next course of action. Please note the event date is unknown.